Event description:
During a total knee surgery, a piece of plastic broke off of the stryker disposable cement sculp (curette) and mixed into the cement that was being used to implant the total knee implants into the patient's knee. The surgeon recovered the fragmented small piece of blue plastic that was in the cement, and it was discarded by the surgeon after he instructed the circulating nurse to take photos of the plastic debris and the defective stryker disposable cement sculp (curette). The defective stryker disposable cement sculp (curette) was retrieved by the circulator and given to manager.